Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue and observed the power issue.  The cause of the power issue was determined to be due to a shorted transistor, designator q16 from the analog pcb assembly.  The shorted transistor caused integrated circuit q8 to conduct and use 122 ma of current which led to the depletion of the internal hlc batteries.

Event description:
It was initially reported that the customer's device was showing its charge-pak and attention icons.  After an evaluation of the device, it was observed that the device would no longer power on and the internal hlc batteries had been depleted.  There was no report of any patient use associated with the reported issue.